Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid of unknown origin on the top of the cartridge chemistries (cc) reaction wheel cover of the unicel dxc 800 synchron system. Customer reported the volume of the fluid was approximately 5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed leaking from reagent probe a caused by no vacuum to the wash collar. The fse replaced the vacuum solenoid valve.

Manufacturer narrative:
(B)(4).